Manufacturer narrative:
The customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. The defib receptacle was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer with a new multifunction cable. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any patient involvement in the reported malfunction.